Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, the patient developed "significant pain and discomfort."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient was pre-operatively diagnosed with l4-5, l5-s1 degenerative disc disease. L4-5, l5-s1 spondylosis. L4-5, l5-s1 instability and underwent the following procedures: right l4-5, l5-s1 transforaminal lumbar interbody fusion with peek graft filled with chronos allograft strip and rhbmp-2 sponge and same incision autograft bone chips. L4 to s1 bilateral decompressive laminectomy with right total l4-5 and l5-s1 facetectomy and complete foraminotomy, right l4-5 and l5-s1 discectomy. L4 to s1 bilateral pedicle screw fixation. L4 to s1 bilateral posterolateral fusion with same incision autograft bone chips, chronos allograft strip, rhbmp-2 sponge. Microscopic dissection. Intraoperative fluoroscopy. Ssep and emg monitoring in which rh-bmp2/acs was used. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4).